Manufacturer narrative:
(B)(4) h6: codes: medical device problem code: 3191 appropriate term/code not available for alert/notification settings.

Event description:
It was reported that an alert/notification settings issue occurred. It was reported the issue occurred 9 days after the sensor was inserted into the arm. On (B)(6) 2024, the patient had a low continuous glucose monitor (cgm) reading but the dexcom device did not alert him to it. The cgm value at this time was not reported. The patient was ¿very disoriented¿, and emergency medical service (ems) was called. The patient self-treated with apple juice while waiting for ems arrival. Once ems arrived, the patient¿s cgm was reading 55 mgdl and the blood glucose (bg) meter was reading 55 mgdl. Ems did not provide the patient with any medication or treatment as the patient¿s treatment with apple juice eventually stabilized his bg level. There was no documentation of medical intervention. Performance data was reviewed. The allegation was not confirmed. The probable cause could not be determined. The patient was in stable condition at the time of report. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional information. G3 date received by mfg - additional information. G6 type of report - updated/follow-up. H2 type of follow up - correction/additional information. H3 device evaluated by mfg - correction. H6 codes: type of investigation - correction. H10 corrected data.

Event description:
Subsequent to the initial MDR, a correction was provided on (B)(6) 2024.